Event description:
The customer reported that the system would intermittently lock up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A line meter was installed. The system will be monitored for two weeks. The system was found to be working as intended and put back into service.